Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 36 and 48 hours. Patient stated the adhesive was loose and caused the cannula to dislodge from the infusion site (back); patient also reported feeling nauseous as a result. As treatment, a new pod was applied and a correction was delivered.